Manufacturer narrative:
An event regarding stem loosening involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: not performed as the medical records were not provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative notes and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the patient underwent a revision of the tha due to a "failed total hip." The cup remained implanted. On (B)(6) 2015, the sales rep confirmed that the reason for the patient's revision was stem loosening.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient underwent a revision of the tha due to a "failed total hip." The cup remained implanted. On 11/03/2015, the sales rep confirmed that the reason for the patient's revision was stem loosening.